Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels along with corrosion, pain and osteolysis. Mild wear and black staining/debris on the trunnion however implants were intact. Femoral and acetabular components were well fixed. Unable to aspirate any fluid. No purulence or metal stained fluid was encountered. Small areas of staining and granular tissue were noted around the proximal femur. Small area of osteolysis in the medial aspect of the calcar. No other intraoperative complications noted. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 11 years post implantation due to implant wear, elevated metal ion levels, pain, in-vivo corrosion, altr and osteolysis. Attempts have been made and there is no additional information to report at this time.

Manufacturer narrative:
(B)(4). Implant date (B)(6) 2009. Concomitant medical devices: 00801803202 ¿ cocr head ¿ 61356695; 00630505032 ¿ xlpe liner ¿ 61325891; 00620005022 ¿ shell ¿ 61292694; 00625006525 ¿ bone screw ¿ 61319982. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00462.

Event description:
It was reported that patient underwent a right hip revision approximately 11 years post implantation due to cobalt and chromium levels and increased cobalt-chromium ratio. Patient also noted to have tissue damage of the right hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.